Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/10/2014 with the following findings: during a visual inspection of the pump, evidence of moisture ingress was visible behind the display lens. A leak test was performed and failed due to a display lens leak. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the keypad cover was removed and contamination was found under the keypad button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.